Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that in the mitraclip instructions for use states that when performing the establish final arm angle test that the clip arms may open slightly and then remain in a stable position. As such, the reported event of the clip arms opening slightly during faa testing does not appear to be a device issue and is an anticipated behavior of the device, as outlined in the IFU. Regarding the observation that the clip appeared to open slightly after deployment (clip opening while locked), it is possible that procedural conditions (tension on the clip, visualization issues) contributed to the reported appearance of the clip opening slightly; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report that the clip appeared to slightly open after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the second testing of the final arm angle (faa), the clip opened slightly (approximately 10 degrees). The clip was closed and faa held. The mr was reduced to 2 with grasping. The clip was deployed, and it was believed that the clip appeared to open slightly. Although the mr remained at 2, a second clip was implanted for stabilization. Two clips were implanted, reducing the mr to 1+. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.